Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician assistant reported that the tip of the injection cannula broke during a pars plana vitrectomy procedure. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. All lots are visually inspected and every lot is verified that all required evaluations have been performed and all acceptance criteria were met. A sample has not been received; therefore, visual and functional testing could not be performed. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. All lots are visually inspected and every lot is verified that all required evaluations have been performed and all acceptance criteria were met. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.10, h.3, h.6 and h.10. The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. Only the 25ga cannula in a specimen cup was returned. The tip on the 25ga cannula was broken off. The root cause of the customer's complaint is potentially related to a supplier manufacturing issue with the 25ga cannula. The supplier will be notified of this complaint. Quality engineering materials will notify the supplier of the complaint per procedure. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).